Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator and left ventricular lead were going to be explanted due to infection. The cause of the infection was unknown. Before the procedure, an echocardiogram revealed that there was vegetation on the lead. It was decided that the patient would be placed on a higher dosage of antibiotics to treat the vegetation. The devices remained implanted. No additional plans were made for the explant. No additional information was reported.

Event description:
New information noted that the device was explanted on an unknown date. The patient deceased on (b)(46) 2018. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Event description:
New information noted that the system was explanted on (B)(6) 2018. The patient had endocarditis, heart failure, cardiomyopathy and vegetation on leads and device. It was suspected that the patient passed secondary to the infection, but no definitive cause of death was known.